Event description:
It was reported that the device is nearing elective replacement indicator (eri) sooner than expected. The patient and physician are upset with the longevity of the device. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead has high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.